Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 3. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.